Event description:
The customer reported "cannot boot up". Further investigation by the field engineer noted that the workstation was not booting up completely. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operated as intended.